Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The identification of the screw that backed out cannot be determined at this time. It may have been the screw reported on this medwatch or the screw associated with manufacturer report number 1825034-2015-02694. Expiration date - unknown; manufacture date ¿ unknown. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2015-02692 / 02695).

Event description:
It was reported that patient underwent an initial total hip arthroplasty on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2015 due to a screw head being elevated, a malpositioned cup, and loosening of the ceramic liner after a patient fall. The modular head, acetabular cup, liner and screws were removed and replaced.

Manufacturer narrative:
Product left conforming to print as there was no evidence that states otherwise. From the investigation we can conclude that the failure of the implant is due to the liner not being seated correctly and the use of an apical plug which is only to be used with polythene liners. The failure mode is surgical technique. However, the surgical technique has been updated to reflect that care must be taken not to fit a apical plug with a ceramic liner. Based on these results the complaint is considered confirmed.